Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was an attempted implant. During the procedure it was noted that there were high shock impedance measurements. The procedure was successfully completed with another electrode. No adverse patient effects were reported. At this time, this electrode has not been returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was an attempted implant. During the procedure it was noted that there were high shock impedance measurements. The procedure was successfully completed with another electrode. No adverse patient effects were reported. At this time, this electrode was already returned to boston scientific.